Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported.